Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the bottom of the tube was observed to be loose, likely due to a failure of the adhesive of the tube. The sterile outer packaging was not affected and was intact. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the product package was received open. It is known that the device was not used in surgery. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.